Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 165 mg/dl at the time of incident. Caller stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time was not advancing even after the battery has been changed. Advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on esc and act button. No button error alarm, time clock anomaly and frozen screen noted during testing. Unable to perform any tests due to buttons unresponsive. Insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.